Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: opening, crease fold, red particles, wear abrasion and underweight. A microscopic analysis was performed which a crease sharp in the radius side and non-penetrating nick around the opening. Based on the device analysis the final assessment is: a crease sharp in the radius side due to a fold flaw opening. A non-penetrating nick.

Event description:
Healthcare professional reported unknown side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported unknown side rupture. Device has been explanted.